Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-01178. It was reported the patient underwent a permanent scs implant procedure. After the leads were placed the patient's blood pressure elevated. In turn, the doctor decided to remove the leads and abandoned the procedure.